Manufacturer narrative:
One device as returned for repair in used condition. Device event log/alarm history was reviewed and found error code 41171. Service history review identified the complaint was not related to a previous service of the device within the review period. Primary problem could not be confirmed. Device passed self-test with no alarms. Found that the device had a lifting upstream occlusion (uso) and downstream occlusion (dso) seal. Replaced lens, dso, and uso seal. Device passed all testing.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the pump powered on it alarmed 41171 4100-257-1991. This occurred during testing, and there was no patient involvement.